Manufacturer narrative:
Additional details were provided by the biomedical engineer (bme), and it was reported that the touchscreen was replaced to resolve the issue. The device was passed the performance specification testing (pst). The final disposition of the device was not provided by the bme.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Per the details of the record, the biomedical engineer ordered a replacement touchscreen; however, it could not be confirmed if the touchscreen was replaced, and the issue resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen that was not responding. It was unknown how the issue was found. No patient or user harm reported. Insufficient information is available to determine the resolution of the event. Per the biomedical engineer updated, the device could not be found for evaluation/repair. The biomed cancelled the work order, and no further actions were performed. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.